Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the pt was a (B)(6) male. This event occurred in the pt's room. Medications being administered were cylocide, lastet, oncovin, vinblastine sulfate, solacet, and platonon. The catheter was inserted in the right femoral artery on (B)(6) 2012 and during a dressing change on (B)(6) 2012, it was noted the extension line became separated near the suture wing. As a result, the catheter was removed and replaced with a new one. It is reported that isodine 70% of alcohol was used twice a week to disinfect the catheter body and extension line. There are no reported pt injuries, complications or death. There was no delay in therapy.